Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with inserter and receiving calibration errors. The wife states trying to insert third sensor and the needle came off. The customer's blood glucose level at the time of incident was unknown. The customer states the hub assembly is not inside the serter, and the catch arm is bent. The customer was advised that replacements would be sent, and serter would need to be sent back.